Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements and the review found no deviations or non-conformances that could affect product quality. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study (B)(6): this (B)(6) old patient had a nexsite device placed successfully on (B)(6) 2015. On (B)(6) 2016, the device had moderate poor flow. No action was taken with the study device. Activase was given to treat the event. The event resolved on the same day. There was a second occurrence of moderate low flow on (B)(6) 2016. Activase was given again and the event had resolved by (B)(6) 2016. No action was taken with the study device.